Manufacturer narrative:
The device was received with both seals intact and in good condition with no appearance of any physical damaged. The history log showed force sensor test error. Power up process check and test force sensor testing found force sensor test error was found at power up and failed force sensor reading. At 0.00 lbs. The force reading is -.97 lbs. And the count is at 0.00 (the count should be at 30s). Force sensor was out of calibration as a result of normal wear. Pump is over 5 years old. The root cause was attributes to normal wear. The tech performed pm maintenance and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device system failure: force sensor test. No patient injury reported.